Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testing including a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump was received with cracked case at the display window corners, display window, belt clip slot and battery tube threads. The insulin pump also had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states they had been hospitalized for high blood glucose level of 389mg/dl. The customer states they were treated at the hospital for the highs. The customer was advised the pump would be replaced and returned for analysis. The customer declined to further troubleshoot.